Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs). During the procedure, the physician made several attempts to advance a pod pc through its introducer sheath but repeatedly encountered resistance. The resistance occurred when the pod pc was advanced approximately 15 to 20 cm into its introducer sheath. The pod pc was therefore removed and was not used in the procedure. The procedure was completed using four addition pod pcs and three ruby coils. There was no report of an adverse effect to the patient.